Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the available pump black box data revealed no unexplained pump reboots. During a visual inspection of the pump, the battery compartment threads were observed to be damaged, and evidence of moisture ingress was found inside the compartment. A battery cap was not returned with the pump; a test cap was used to complete testing. The test cap did not secure properly to the pump; however, a power loss was not duplicated. A leak test was performed and passed. The pump case was removed, and no further evidence of moisture ingress or damage to the power circuit was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.